Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. Retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed failed battery test and cracked on the battery compartment. Pump passed displacement test, self test, active current measurement and sleep current measurement. No failed battery test during test. Pump successfully downloaded to thumps. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on (B)(6) 2021 11:14:50.000 in pump downloaded history. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. No failed battery test during test. Verified pump alarmed failed battery test on (B)(6) 2021 11:14:50.000 in pump downloaded history. Confirmed cracked case corner of the belt clip rails near the battery compartment.

Event description:
Medtronic received information that damage (physical or cosmetic), failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.